Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 120 units, and at the time of the call, the insulin gauge displayed a fill estimate of 55 units. The customer reported blood glucose level was 348 mg/dl, which was addressed with multiple boluses via the insulin pump.